Manufacturer narrative:
(B)(6). Visual assessment of the device confirmed the reported complaint. The burr tip has come free from the inner sheath. Further examination of the device showed the weld to be inadequate. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healthcare professional started to rotate an abrader inside the ankle and put it on the bone and the tip of the burr came off from the inner shaft. The broken tip was retrieved from the ankle. The healthcare professional was confident that all debris and pieces were able to be removed. The procedure was completed with a backup device. There were no reported patient injuries. No other complications were noted.